Event description:
On (B)(6) 2021 I got a headache which day after day progressively got worse until it was pretty severe. I also was vomiting with nausea. The headache lasted for 10 straight days, 24 hours per day. On (B)(6) 2021 I tested negative for covid-19 and (B)(6) 2021 I went to see my doctor. My doctor thought it was maybe a bad sinus infection and/or tense muscles. He gave me a prescription for antibiotics and a muscle relaxer. The antibiotics started relieving some of the headache after 8 days, but not all of it. On (B)(6) 2021 I received a letter from philips respironics, makers of my CPAP machine saying that a rubber foam in the machine was found to be breaking down in a lot of models causing patients to have severe headaches and nausea. These machines were being recalled. My machine was one of those machines. I registered it with philips on (B)(6) 2021. I went back to my doctor and at that time he was aware of this CPAP problem with philips. He prescribed an inline filter which attached to the tubing which is designed to block any particles coming from the machine. Today in (B)(6) 2022 and I still have not received a replacement machine from philips. I did however receive an update letter yesterday saying they are still working on the problem. FDA safety report ID # (B)(4).